Manufacturer narrative:
.

Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, the stent moved on the balloon. The taxus express2 3.5x12mm drug eluting "stent moved and is more centered on the proximal end of the balloon." The procedure was completed with another taxus stent. No patient complications occurred. Patient status is satisfactory.